Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remaining longevity on the implantable cardioverter defibrillator (ICD) interrogation report was ¿???¿ with grey bar. Additionally, the ICD capture management had been aborted to the telemetry session. The ICD remains in use. No patient complications have been reported as a result of this event.